Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that lead fracture was suspected. The lead was capped and replaced. The patient was in good condition following the procedure.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier alert. High, out of range, pacing lead impedance was observed. The pli had been trending up gradually since implant. The lead remains implanted, and the patient will be monitored with routine follow up.